Event description:
Customer reported-there is a hole (under 1 ID mm) at primary package.

Manufacturer narrative:
Visual examination of the returned pouch revealed a pinhole in the tyvek. The work order history documentation indicates that all setups, line clearances, and inspections were performed. The incident appears to be isolated with no evidence of machine malfunction or operator error. The puncture may have occurred after final inspection. The reported event is not occurring more frequently or with greater severity than is usual for the device.